Event description:
When manipulating the guiding catheter to engage rca, the physician found out it knked and tried to retrieve it back. However, the guiding catheter got stuck between the arterial sheath tip and fractured right after pulling it out (the physician turned anticlockwise 3 times then pulled). Finally, the physician pulled the sheath slowly with the remaining catheter out.